Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient and healthcare provider (hcp) via the company representative (rep) regarding a patient receiving intrathecal medication via an implantable pump. The patient reported return of pain and that his home infusion registered nurse was getting significantly more out of pump reservoir at refills than was expected. Patient was unsure of exact numbers. The cause of the issue was unknown, patient would be be going for catheter study.